Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (over 600 mg/dl) and with a trace to moderate ketone level. The customer changed the infusion set site twice and administered insulin injections to address the high bg level. The customer went to the emergency room (ER) and several tests were performed. No treatment was administered. After being released from the ER with a bg of 231 mg/dl, the bg increased to 379 mg/dl. The customer did not know the cause of the high bg. A pump system check was performed using the current supplies. The pump and tubing were found to be functioning as expected. The non-tandem cannula was found to be blocked. The pump supplies were changed. Tandem customer technical support (cts) followed-up with the customer later in the day. The customer stated that the pump supplies were changed and insulin was observed exiting the infusion set tubing. The customer had not yet treated the high bg (471 mg/dl) and was planning on delivering a correction bolus. The contact declined cts's offer to follow-up.